Manufacturer narrative:
(B)(4)

Event description:
The customer reports the ars (syringe) leaked during use.

Manufacturer narrative:
(B)(4). The customer returned an arrow raulerson syringe (ars) and an introducer needle for evaluation. Visual examination of the ars did not reveal any defects or anomalies. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did not snap back to a position = 1cc. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample did not pass the functional inspection. A push leak test was performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. The plunger was able to be fully compressed, therefore, the ars did not pass the push test. Water was aspirated into the returned ars. Water and air filled the syringe with a significant amount of air bubbles entering. A lab inventory 0.032" guide wire was passed through the valve in the ars handle and no resistance was met. After the ars failed the functional inspection, the handle was broken to examine the valve inside. The valve consists of two bi-lateral valve pieces and a spacer. A small puncture hole was observed in the center of both of the valve pieces. There was evidence of the slits in the center of the valves. A device history record review was performed on the ars and no relevant manufacturing issues were identified. The customer reported issue of the ars syringe leaking was confirmed during functional testing of the returned sample. Functional testing was performed on the returned ars syringe and it was confirmed that the seal was faulty. Examination of the plunger seal and the valve revealed small puncture holes in each of the valve halves. Although the ars did not meet functional requirements and damage to the valve was observed, a probable root cause could not be determined as the ars components are 100% vacuum tested after assembly and the defect could not be replicated within standard manufacturing processes. A CAPA has been initiated to further investigate this complaint issue.

Event description:
The customer reports the ars (syringe) leaked during use.